Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated the user was alleging that insulin pump was delivering insulin on its own. Customer stated that they delivered only one bolus but in report it was showing three boluses. Customer disconnected from the insulin pump and experienced high blood glucose but they said feeling ok. Customer's blood glucose level was 20.1 mmol/l. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.